Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer contacted support, and although the specific malfunction code was identified, it was determined to be resettable. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward, allowing the customer to continue using the pump without further issues. The customer was instructed to call back if the malfunction code recurred, and they acknowledged and understood these instructions.